Event description:
It was reported that pump triggered cartridge alarm 30, and caller also experienced cartridge alarms with consecutive cartridges that did not occur during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged for pump replacement while noting that pump was out of warranty and customer was not interested in an out-of-warranty loaner pump.